Event description:
On (B)(6) 2017, the surgeon performed a 1st mpj surgery on a female patient. The surgeon utilized a 300-52-002 mpj plate and filled all associated screw holes. The surgeon also utilized an interfrag screw. The patient came in for a post-op review in (B)(6) of 2018 and upon examination, it was realized that the 300-52-002 mpj plate was broken at the proximal locking hole immediately adjacent to the fusion site. Trilliant sales representative, is following up with the surgeon to see if fusion occurred at the joint. If fusion has not yet occurred, the surgeon would like to give the joint more time to fuse, as he believes the interfrag screw is stable enough to promote union. The surgeon believe the patient was noncompliant to some degree.